Manufacturer narrative:
(B)(4). The device was returned to baxter and an eval was performed. The eval confirmed and reproduced the reported symptom of no audio caused by a broken speaker wire. The failed speaker was replaced.

Event description:
It was reported that a spectrum pump has no audio. It was also reported that there was no pt involvement.